Event description:
It was reported to boston scientific corporation that a genesys hta procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2012. According to the complainant, after six and a half minutes into a uterine ablation procedure, the physician noticed a tablespoon sized amount of fluid dripping onto the speculum and into the larger sized of two vaginas separated by an incomplete septum. The physician thought the patient was urinating so she wiped away the fluid and continued the procedure. Approximately one and a half minutes later, the physician observed fluid leaking out of the smaller sized vagina and the doctor decided to abort the procedure and the system went into cool down mode. Post procedure, the physician visually observed both vaginas and noticed an area on the top of the septum in the smaller vagina to be "peeling" and "white" in color. The doctor applied premarin cream and prescribed antibiotics. She classified the burn as being between a 1st and 2nd degree. The patient was seen for follow up 1 week post-procedure. The patient is in no pain and continues to use premarin for wound healing. An additional attempt has been made to obtain follow up regarding the patient condition with no response from the clinician.

Manufacturer narrative:
Device available for evaluation: not yet received, not yet evaluated the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.